Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use 600331-006 rev. B, "the amplatzer¿ muscular vsd occluder is indicated for use in patients with a complex ventricular septal defect (vsd) of significant size to warrant closure" and are not indicated for use closing a pda.

Event description:
On (B)(6) 2019, an 8mm amplatzer muscular vsd occluder was selected for implant. After a light push pull test, the device was successfully released. After a few hours the device embolized to the pulmonary artery. The device was attempted to be snared unsuccessfully and migrated to the right pulmonary artery (rpa). The decision was made to surgically remove the device. The patient was transferred to surgery where the device was successfully removed and the pda surgically closed. The user believes the large pulsatile duct contributed to the embolization.